Manufacturer narrative:
H6 - primary finding of device analysis revealed no anomaly found, and alleged device failure could not be duplicated. Testing of the extension showed no device failure, no anomaly found. Testing of the lead revealed device failure due to user handling, most likely due to damage at explant of the device.

Event description:
Patient experienced severe pain and burning at pocket implant site which prohibited use of the stimulator. The patient had the device explanted and is doing well with the replacement stimulation system.